Event description:
It was reported that an asymptomatic patient presented for follow up. The right ventricular lead exhibited low lead impedance. It was clinically resolve by reprogramming and the patient will continue to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.